Manufacturer narrative:
Terumo has received the actual device for eval; however, terumo is still investigating this issue, and will be submitted a f/u report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the vein harvester would not cauterize. The product was changed out. The surgery was completed successfully. There was minimal blood loss.